Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. The field service engineer replaced full height interface controller drawer 4 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed drawer. The customer stated that the device not detected on bus for all pockets in failed drawer causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.